Manufacturer narrative:
Pc (B)(4). Batch # u5df2r component code = others (g07) device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. After the functional test, 5 staples were noted missing along the staple line. The device performed without any difficulties noted, the instructions for use do contain the following caution: squeeze the closing trigger until a click is heard. The instrument is in an intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. Squeeze the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Fire the instrument by pulling the firing trigger back completely against the closing trigger until a click is heard, signifying the staples are fully formed. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to insure staples presence; the swing tab is present and unlocked. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during general surgery, the device did not fire after being reloaded. Surgeon was not willing to reload so new device was opened to complete case. No patient complications.